Event description:
Fire department personnel were treating a cardiac pt and attempted to attach combination electrodes to the pt. Reportedly, when the electrodes were attached to the pt the monitor displayed connect leads. Limb leads were then attached to the pt and the pt was determined to be asystolic. An unsuccessful attempt to pace the pt was made. A do not resuscitate order was provided to the fire department personnel and treatment was discontinued. The pt was not resuscitated. The operator stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability and the dnr order.